Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) alleging that her onetouch verioflex meter read inaccurately high in comparison to results obtained on another device. The complaint was classified based on customer care advocate (cca) documentation. The patient reported that on (B)(6) 2017, she obtained a result of ¿855mg/dl¿ on the subject meter which she felt was inaccurately high compared to a result of ¿275mg/dl¿ obtained on a ot ultra meter. Meter to other meter comparisons do not reasonably suggest that a malfunction has occurred. There can be no presumption as to which meter¿s reading is erroneous as the comparison is not made to a calibrated reference method. During the call the cca established that the patient had been reading the meter upside-down and the actual result obtained on the meter was ¿228mg/dl¿. The patient manages her diabetes with humalog and lantus insulin and denied making any changes to her usual diabetes management routine in response to the alleged issue. The patient reported that 45 minutes after the issue occurred he developed symptoms of ¿sweaty and tired¿ and self-treated by drinking soda and orange juice. During the call, it was determined that the meter was set to the correct unit of measure and an approved sample site was used. The product was replaced and requested back. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began.